Event description:
Report received of an error in programming the device. This was found during a retrospective analysis of the pump history by the manufacturer. The pump was programmed at 11:51am to deliver dilaudid 0.2mg/ml with a pca dose of 0.4mg, a pt lockout of 6 minutes, and a 4-hour limit of 8mg instead of the intended 6mg 4-hour limit. The pt did not experience any adverse effects and no medical interventions were required. There were no reports of any issues made to the manufacturer by the customer. No further info was available.